Event description:
Nurse went into room to evaluate a beeping pump. She found approx 500ml of maintenance fluid in the bag left to claim. Fluid was in the tubing down to the first injection port above the pump and from that point down to the pts peripheral IV were large air bubbles. The pump should have detected the air and turned off the flow. The IV had been infusing at 80ml/hr so it was not a new tubing.